Event description:
Externalized conductors were visible via x-ray. The patient received inappropriate therapy due to noise. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.